Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of over 500 mg/dl. Reportedly the pump shutdown. A log review indicated that pump battery was depleting normally based on settings and customer usage. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.